Manufacturer narrative:
Additional information (13-nov-2025): siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. Sos evaluated the information provided by the customer and the available instrument data. Quality control (qc) was within the customer¿s acceptable ranges. The cause of the event is unknown. The customer stated the issue was resolved and no other discordant results were reported. The customer is operational. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required. Section h6 has been updated to reflect the sos investigation. Initial MDR 2432235-2025-00276 was filed on 15-oct-2025.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously elevated calcium_2 (ca_2) results on two (2) patient samples obtained on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
The customer reported to siemens they obtained erroneously elevated calcium_2 (ca_2) results on two (2) patient samples on an atellica ch 930 analyzer. The erroneously elevated results were not reported to the physician(s). The same samples were reprocessed on the original atellica ch 930 analyzer. Lower results were obtained, considered correct, and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated calcium_2 (ca_2) results.